Event description:
The customer's blood glucose levels are unexpectedly high in the night (1:00am - 2:00am). No such problem with the backup pump. Customer's parents don't trust the delivery accuracy of this pump anymore. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.